Event description:
Philips received a complaint by the customer on the v60 indicating that the light crystal display (lcd) was dim. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the lcd was dim. The remote service engineer (rse) performed a troubleshoot with the biomed. It was confirmed the lcd was dim via visual inspection and reported issue was confirmed when the device was powered on. It was confirmed the lcd was 1st generation. The rse provided the customer with the list of part numbers to upgrade to a 2nd lcd assembly. This investigation is ongoing.